Manufacturer narrative:
An event regarding non functional involving a cutting edge handle was reported. The event was confirmed. Method & results: -device evaluation and results: the handle shows signs of use from being in service for 12 years. A cea omnifit hfx broach pf11 (cat 1100-0911, lot tdcg407) from finished goods was attached to the handle and the fit was found to be slightly loose. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that the reported device is found to be non-functional as confirmed by the functional inspection that the fit with a broach from finished goods found to be slightly loose. Sales rep reported that the issue was when they impact the device, the broach would disengage. No further investigation is needed at this time.

Event description:
Rep reported patient had total left hip surgery. Faulty instrument during surgery, no consequences to patient. Update per sales rep received on 01.03.2017: "when impacting, the broach would pop off handle."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Rep reported patient had total left hip surgery. Faulty instrument during surgery, no consequences to patient.